Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and the distal conductor was noted to be fractured. It was also noted that the proximal conductor was fractured, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, and the lead was stretched.

Event description:
It was reported that the atrial lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.